Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported they were preparing the night before an implant case and had trouble getting telemetry with the recharger while trying to charge. After multiple times the rep. Was finally able to get telemetry but a ¿call your doctor¿ icon appeared on the recharger screen. The rep. Checked the implantable neurostimulator (ins) with the clinician programmer and it was at 75% charged and no error code appeared on the ins. Due to this the rep. Was uncomfortable implanting the ins in the consumer, so it was never used. The rep. Was going to be sending back the ins for analysis due to ¿an out of box failure.¿

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer&#38112;representative (rep) reported they had trouble charging the implantable neurostimulator (ins). The rep. Attempted to charge three times and on the fourth attempt they got the doctor&#38112;symbol, so they were advised to return it.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins was received in an unopened shrink-wrapped box and had experienced a parity por. The service life of the ins had not been started. According to the diagnostic data taken from the ins, the parity por count was at 4. This indicated that a recharger and/or programmer had communicated with the ins 4 times after a parity por had occurred and prior to it being cleared. The firmware in the ins was designed so that if a parity error is recorded in the log, then a por will take place and the customer will be informed via the physician programmer, patient programmer, or recharger. Until the parity por is cleared, the firmware in the ins assumed another parity por has occurred and would continually inform the customer that a por had occurred. This issue will occur whenever a parity por is the last por logged in the ins. For this ins the por diagnostic had been cleared after the parity por count had reached 4. The ¿call doctor/por¿ screen appeared on the insr and a normal charge started. No further analysis was performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.